Event description:
Initial result for a pt estradiol was 1780 pg/ml. When repeated, the result was 26.70 pg/ml. The incorrect result was not used to guide therapy. The field service rep attributed the discrepancy to a sample specific phenomenon.